Event description:
The customer is complaining that all of its alarms are off with the exception of the hr alarms in the 1281 motinor which are turning off by themselves. Facility could not be specific about which alarms turned off. It was reported to that a pt expired when the alarms were turned off. There are not any event logs available.